Event description:
It was reported that after a successful procedure to directly stent a non-calcified right internal carotid artery with an acculink 6-8 x 30, the physician removed the emboshield nav 6 filter from the anatomy. No resistance was felt at any time during the procedure. The physician noted after inspecting the filter outside the patient anatomy, the filter was not fully closed. The physician saw that 3 mm of the filter was outside the retrieval catheter. He stated that he should have retracted the barewire filter delivery wire further into the retrieval catheter before removing the retrieval catheter with the filter from the anatomy. No other issues with the emboshield nav 6 occured during use. The physician confirmed there was no plaque material lost in the artery. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bare wire. Stent: acculink 6-8 x 30. It was not possible to perform a thorough analysis on the product because it was not returned. Factors that can contribute to difficulty removing the filtration element include, but are not limited to, interaction with the anatomy/lesion or previously deployed stents, damage to the wire/filter/recovery catheter, use of incorrect guide wire (non-bare wire) or if the filter is not fully captured in the recovery catheter. The reported difficulty appears to be related to case circumstances. It should be noted that the nav 6 instructions for use in the standard method of retrieval section states to pull on the tightened torque device to retract the barewire filter delivery wire until the filtration element is fully enclosed in the radiopaque expandable tip. There was no resistance reported during retraction from the anatomy. It appears that the physician inadvertently did not fully retract the filtration element into the retrieval catheter. A review of the lot history record did not reveal any related nonconforming material records. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficulty to remove for this lot. There is no indication to suggest a product quality deficiency.